Event description:
It was reported that after two hours of use a pink tinged condensate was observed from the gas phase of an oxygenator with lot number 70091240. Attempts were made to prime a second oxygenator with lot # 7009369, but that oxygenator had persistent air from an unk source and could not be properly de-aired. The pts oxygenator was successfully replaced with a device from a third lot. No further issues were reported eight hours later. (B)(4). Please refer MFR report # 8010762-2014-00022.